Event description:
It was reported that a user of the ilet experienced recurrent low blood glucose after breakfast, with a documented glucose of 70 mg/dl trending downward and contacted clinical support where adjustment of target settings or timing of meal announcement was discussed. Customer care provided support that included referral for additional training. Investigation of this case revealed the cause of hypoglycemia was unclear. Symptoms included confusion/disorientation and shaking/tremors associated with hypoglycemia. Outcomes included self-treatment with oral carbohydrate without need for emergency care or hospitalization. It was concluded that no device malfunction was identified and additional user training was recommended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.